Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) passed out and broke his hip. The patient was to undergo hip surgery. A request for additional information has been made. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information from the local field representative indicated that the device was interrogated and no episodes were stored around the time of the patient's syncope. The system remains in service.